Event description:
During an atrial flutter procedure, noise was noted during ablation resulting in a delay. The procedure was stopped due to uncertainty and moved to another operating room.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.